Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a sensor issue and uncertain blood glucose (bg) at time of call. Review of ilet data showed breakfast was announced at 3:56 am with bg of 104 mg/dl, followed by a lunch announcement at 5:06 am while already hypoglycemic (bg at 47 mg/dl). Bg later dropped to a low of 39 mg/dl by 6:01 am. Troubleshooting confirmed no sensor error prior to lows bg; user corrected with candy, and the ilet alerted appropriately. No symptoms or outside assistance were reported. No medical intervention reported at the time of call.